Event description:
It was reported by a foreign distributor that one (1) patient sustained blisters, first degree and third degree burns in six places on the lower legs following hair removal treatment with a lumenis lightsheer duet laser, et handpiece. The foreign user facility reported the patient was administered flamazine cream as medical intervention.

Manufacturer narrative:
Lumenis investigated the reported event obtaining patient information, treatment settings, patient photographs and subject device identifier information from the distributor. Additionally, the distributor provided historical service records for the subject device. An examination of the subject device by a lumenis-trained technical specialist concluded the device operated to manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis medical director reviewed the provided treatment settings, patient photos and patient skin type data concluding the settings were aggressive based on common medical practice, device training, and device labeling. The healthcare professional concluded that probable sun exposure, aggressive treatment settings and incorrect skin typing to be the contributory cause of the reported event.